Event description:
It was reported to manufacturer that high lead impedance, dcdc = 7, resulted from a recent system diagnostic test at a follow up visit with the epileptologist. The patent had experienced several falls since the device functionality was last tested several months prior to this office visit. The patient was feeling stimulation in the neck, however, the stimulation was in a different anatomical location than before. The physician disabled the output current and has referred the patient to a surgeon for a consult to replace the lead and generator. Revision surgery is likely to occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.